Manufacturer narrative:
The actual device involved was not returned for investigation, therefore, the exact root cause of the leakage could not be determined. The facility reported that the leakage usually occurs after the procedure is completed during high suction cleaning of the scopes. The customer stated that there was no contact of fluid with anyone at the facility. (B)(4) and asge technical guidelines requires the facility to provide, and wear, appropriate protective equipment.

Event description:
The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The company received a complaint from a user that when high suction was used during and after the performance of an endoscopic procedure, the cap of the biopsy valve opened and biomaterial sprayed out of the opening. The facility reported that there was no harm to the patient or the user.